Event description:
A pt reported blood glucose results of 157mg/dl and 213mg/dl with a lifescan meter, performed within 20mins of each other. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.